Event description:
It was reported that the dr. Was implanting an oasys screw and the screw head proceeded to strip then the tulip head popped off.

Event description:
It was reported that the doctor was implanting an oasys screw and the screw head proceeded to strip then the tulip head popped off.

Manufacturer narrative:
Method: device history review; results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. Conclusion: it was not known if the screws were inserted tightly against the vertebral body and/or bony growth caused the head to be difficult to remove so the cause is multifactorial.